Event description:
It was reported to philips that the system was unable to perform cine/exposure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned procedure was performed by the customer when the issue occurred and the procedure was completed as planned by using the hand switch for cine runs. The philips remote service engineer (rse) inspected the system remotely and confirmed that system was unable to perform cine/exposure. Review of the system log file showed multiple presses of the footswitch without any exposure. Rse suggested customer to replace footswitch. To resolve this issue, customer replaced footswitch. The defective footswitch was returned to philips for analysis and confirmed the failure due to loose and- or broken off element. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.